Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due to the ipp not working and would not pump. The physician noted the reservoir appeared to be underfilled and folded over which caused the ipp not to work. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further complications.